Manufacturer narrative:
The customer contacted a siemens customer care center and reported that smoke emitted from the advia centaur xp instrument. A siemens customer service engineer (cse) was dispatched to the customer's site multiple times. After inspecting the instrument, the cse observed that the power plug to the instrument melted and the power outlet was scorched. Then, the cse opened the electronics cage to inspect the power supply and determined that the power supply malfunctioned. The cse replaced the power cord, alternating current (ac) voltage/power switch assembly and the power supply. Next, the cse performed the daily cleaning and ran quality controls (qc), which recovered acceptably. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that an advia centaur xp instrument powered down while the customer was processing patient samples. The customer reported that smoke emitted from the back of the instrument and observed that the power cord was melted. There were no reports of injuries and the laboratory personnel did not seek medical attention. There are no known reports of adverse health consequences due to this event.